Event description:
On (B)(6) 2011, pt reported that he experienced hyperglycemia and insulin leakage due to a bent infusion cannula. Blood glucose elevated as high as 300 mg/dl, and normal blood glucose is approx 125 mg/dl. Pt inspected his infusion site after his blood glucose elevated, and this was when he noticed the insulin leakage. He removed the headset and noticed the cannula was "folded a time or two." Pt inserted a new headset and this brought his blood glucose back to his normal range. Alleged infusion set was discarded and will not be returned for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.